Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values where the cgm reading was low, and the blood glucose reading was 269 mg/dl. At that time, the patient could not recall experiencing any symptoms at home but felt worried and anxious due to the low cgm reading, prompting them to seek care at a hospital. Upon arrival at the hospital, the patient began to experience a headache. A urine test was performed, and the patient stated that all results were normal. When a fingerstick was taken at the hospital the blood glucose reading was 201 mg/dl; however, the patient was unable to check his cgm reading at that time. Due to the headache, the patient was administered tylenol and given saline intravenously. He was then advised to go home and was not admitted to the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. At the hospital. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available."